Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found a procedural non-conformance. The stimualtion ins battery had reduced battery capacity due to overdischarge. Product analysis #(B)(4):analysis information -- 2018-06-12 10:51:24 cst pli# (B)(4)product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to {x} overdischarge{s}. [***include if found in analysis***] the ins had no telemetry and no output when it was received for analysis. A normal recharge started after (x) physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs. After {1} physican mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {2} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. The ins was recharged at body temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} analysis determined that no telemetry was observed with an n'vision clinician programmer. Due to the reported complaint, a coupling test was performed to verify the ins was obtaining good coupling. Recharging was performed at 0, 1, 2, and 3 cm spacing to monitor coupling. {see data in comments/results} the same coupling was observed on a known good ins. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain/ non-malignant pain. It was reported that poor communication was seen on the patient programmer (pp). Patient stated that she was trying to check out her battery last night, but was unable to connect to the neurostimulator (ins) using the patient programmer. Patient was seeing the poor communication screen on the pp with and without the antenna attached to the pp. Patient was also unable to connect to the ins or charge it. Patient reported seeing the reposition antenna screen on the recharger (insr). It was reported the patient had a rechargeable device and their last successful charge session was probably over a month ago. Patient was redirected to healthcare professional. No symptoms reported. No further complications were reported/anticipated. Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the poor communication was resolved after programming and education. Additional information was received from a consumer on (B)(6) 2018. It was reported that the patient was keeping us updated. The patient said they went to see their healthcare provider (hcp) on monday and wednesday and they were going to discuss replacing the battery. The patient stated the device went into overdischarge. No further complications were reported. Additional information was received from the manufacturing representative (rep) on (B)(6) 2018 .it was reported that the patient device was in over discharge due to patient compliance. Rep was incapable of interrogation with clinician programmer as the implantable neuro stimulator (ins) was in over discharge. Patient unwilling to attempt physician reset. Device was explanted. Surgical intervention occurred. The issue was resolved at the time of this report. The device will not be replaced in the future. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.